Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined the reported failure to advance and subsequent treatment appear to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The 2.8 x 19 mm graftmaster referenced is being filed under a separate medwatch report.

Event description:
It was reported that the 2.8 x 16 mm graftmaster stent delivery system (sds) failed to cross for treatment of a perforation that occurred during use of another device in the right coronary artery. It was also stated that a 2.8 x 19 mm graftmaster sds was also attempted to cross and did not cross. Another 2.8 x 16 mm graftmaster sds was attempted and did cross and was deployed for treatment of the perforation successfully sealing it. No additional information was provided.